Event description:
The customer reported that they could not acquire ECG via pads. There was no negative pt impact.

Manufacturer narrative:
A philips field service engineer evaluated the device and could not duplicate the reported symptom. Philips quality investigators reviewed the electronic event summary. This was use issue regarding use of the lead select button to acquire pads ECG view. There was no malfunction of the device. The device passed all testing and was returned to service.